Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported having issues with filling the reservoir and tubing. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer stated the bottom part of the circle was more pressed in than the top. Customer's alarm history also showed a off no power alarm, unexpected restart alarm and three auto-off alarms. Customer declined to return the product for analysis.